Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and periodically do not work at all. The customer also indicated that the buttons sometimes do not respond at all after pressing six times or more. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with intermittent response from all buttons; the problem was isolated to keypad assembly. The j1 connector at the printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump failed leak test due to crack at corner of the belt clip rails near the battery compartment. The insulin pump had keypad overlay texture damage, minor scratches on the lcd window and the serial number label missing.